Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-01410. It was reported that imaging showed the patient's leads had migrated. As a result, the patient was unable to undergo an MRI. Surgical intervention was undertaken wherein both leads were explanted and replaced on (B)(6) 2019.